Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No unexpected off no power or charge/battery anomaly were noted. No unexpected error message noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump required constant battery change every other day, battery life was diminished, had to change the battery twice on thursday and back in august the insulin pump received an alarm that caused the insulin pump to shut off. The customer's blood glucose level was unknown. The insulin pump will not be returned for analysis.